Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow-up. The implantable cardioverter defibrillator was attempted to be interrogated, but interrogation was not successful with inductive telemetry or radiofrequency telemetry. As of the last device check in 2019, the estimated battery longevity was nearly 3 years. There was no intervention performed, and the patient was in stable condition.

Event description:
Additional information - the device was unsuccessfully attempted to be interrogated once again. The device was then explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Additional information - b1, b2, b5, d7, h1.

Manufacturer narrative:
Communication failure was confirmed by analysis, as well as premature battery depletion. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.